Event description:
It was reported that the lead exhibited a sensing anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Should have been (B)(6) 2015, instead of (B)(6) 2012